Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). Information was reported that the patient stated it feels like their ins site is burning/hurts which started last night. The patient stated she hasn't used her device for years because the patient stated she didn't need it. The patient noted that she was diagnosed with epilepsy now and is no longer working because she is on medical. The patient also stated she has to sit a certain way so it doesn't burn or hurt. The patient then mentioned she maybe has pulled something, so she is unsure. The patient is going to monitor the symptoms and call her healthcare provider (hcp) if need be. No further complications were reported. No additional patient symptoms were reported.